Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline after a generator failure that caused facility to lose power. A technical support specialist remoted into the machine and found two network connections and ensured the internet protocol address and subnet mask were correct, then restarted the application and the machine. After reboot, the application logged in without issues and checked populate buttons and zones for errors, and none were found and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers were offline after a generator failure that caused facility losing power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.